Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the finished kit and the guide wire and there were no relevant findings. Complaint verification testing could not be performed because no sample was returned for analysis. A DHR review did not reveal any manufacturing related issues. The potential cause of the guide wire kinking in the kit could not be determined based upon the information provided and without a sample. No further actions will be taken.

Event description:
The complaint is reported as: the customer checked the device prior to use and noticed that the spring wire guide was kinked. There was no patient involvement.

Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. The investigation was not complete at the time of this report.

Event description:
The complaint is reported as the customer checked the device prior to use and noticed that the spring wire guide was kinked. There was no patient involvement.